Event description:
It was reported that an unspecified number of minicaps had a connection issue; described as ¿did not stay secure¿. The occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the device was manufactured at either: baxter healthcare ¿ swinford foxford road swinford, ireland. Or baxter healthcare ¿ cuernavaca ave. De los 50 metros no. 2 cuernavaca, mexico 62578. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.